Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump did not received low battery alert and insulin pump died all of a sudden with warning. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with failed battery test alarm after battery changed. Unable to determine the root cause, problem isolated to electrical board. Unable to verify battery power loss alarm due to failed battery test alarm.